Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was confirmed. The ipg revealed normal characteristics during the visual and functional examination. However, a review of the charging log indicated a low charge current was noted (indicative of sub-optimal charging), resulting in a low battery voltage as well as the thermistor getting activated interrupting the charging cycle. A labeling review found that the user is instructed to properly align the charger and make sure it is well ventilated to develop a charging routine that will keep the stimulator sufficiently charged to prevent inadequate stimulation. Therefore, this investigation is assigned a probable cause of unintended use error caused or contributed to event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No further information has been obtained despite good faith efforts. Additional information received that the patient was unable to sustain therapy due to device not holding charge well. The patient was doing well postoperatively.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No further information has been obtained despite good faith efforts. Additional information received that the patient was unable to sustain therapy due to device not holding charge well. The patient was doing well postoperatively.